Event description:
The company was informed that the recipient was explanted. The recipient was reimplanted with another advanced bionics cochlear implant. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: pt identifier, age/date of birth, sex, adverse event and/or problem, outcomes attributed to adverse events, date of event, brand name, model/lot #, implant date, explant date, type of reportable event, device manufacture date, and labeled for single use? Advanced bionics considers the investigation into this reportable event as closed. It was confirmed that the recipient's device was not explanted. The recipient remains implanted. This is the final report.